Event description:
Additional analysis of the event by the manufacturer's quality engineering team occurred. As returned to livanova, there are a total of 64 magnet stimulation events and 38 magnet inhibition events in the device lifetime. As part of the product analysis activity, the product analysis technician swiped magnet on the pulse generator 23 times to verify if the magnet stimulation count is being appropriately reflected. Upon, completion of the 23 magnet swipes, the count of magnet stimulation increased to 87 indicating that the magnet stimulations count is being appropriately registered in the pulse generator and magnet inhibition counts remained the same as the stimulation was not interrupted by using the magnet. The magnet information for m1000 device, 1. Event timestamps record the timestamps of successful completion of the magnet stimulation. Displays last 50 magnet stimulation timestamps. 2. In total number of events, magnet counter is based on the reed switch closure. Per the generator data provided, 1. There a 6 magnet timestamps reported in the events' trends report in the screenshot provided and is consistent with the tablet data provided. 2. The magnet counter is showing a count of 255 under the total number of events. As mentioned previously, this counter tracks the reed switch closure counts. According to the complaint, the patient has tapped the magnet over the generator site to stop the stimulation. If the magnet becomes loose or is prone to movement, the reed switch will remain open when the magnetic field is absent, and close when the magnetic field is present. As a result, the magnet counter exceeds the number of magnet timestamps. With the available information, this is not considered an allegation against the device performance. Further assessment will be completed as needed if the magnet is not tapped to the patient on (B)(6) 2024. Cqe, 87 registered magnet timestamps are inclusive of 23 magnet swipes at livn pa lab during testing. There are a total of 64 registered magnet timestamps prior to receival at livn.

Event description:
The suspect product has been received into the product analysis lab. Product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Product analysis the generator was completed. There were no performance, or any other type of adverse conditions found with the pulse generator. Of note, there were no abnormal impedances in the generator's lifetime. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a patient put their hands to their throat during magnet stimulation as if in pain. The patient was also alleged to be struggling to breathe. It was later reported that the patient was replaced due to this pain and dyspnea. The tablet data was reviewed in which no anomalies were seen. The explanted device has not been received to date. No other relevant information has been received to date.